Manufacturer narrative:
(B)(4). The customer called the philips response center regarding an ECG wave issue on a dead man. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt. We have requested add'l info. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer called the philips response center regarding an ECG wave issue on a dead man. We have requested add'l info.